Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter the safety mechanism failed. The following information was provided by the initial reporter, translated from french to english: this e-mail is to inform you of a material safety issue concerning a venflon pro safety ref 393224, lot 2325419p02, exp 30/11/2025. The safety device was missing from this device and the nurse pricked herself while inserting the catheter. The device is available in the pharmacy for inspection. I would like to point out that this equipment has been used and is soiled with blood fluid.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon pro safety venous indwelling catheter the safety mechanism failed. The following information was provided by the initial reporter, translated from french to english: this e-mail is to inform you of a material safety issue concerning a venflon pro safety ref (B)(4), lot#: 2325419p02, exp 30/11/2025. The safety device was missing from this device and the nurse pricked herself while inserting the catheter. The device is available in the pharmacy for inspection. I would like to point out that this equipment has been used and is soiled with blood fluid

Event description:
It was reported while using bd venflon pro safety safety venous indwelling catheter the safety mechanism failed. The following information was provided by the initial reporter, translated from french to english: this e-mail is to inform you of a material safety issue concerning a venflon pro safety ref 393224, lot 2325419p02, exp 30/11/2025. The safety device was missing from this device and the nurse pricked herself while inserting the catheter. The device is available in the pharmacy for inspection. I would like to point out that this equipment has been used and is soiled with blood fluid.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 10-jul-2023. H6: investigation summary: our quality engineer inspected the 3 photos and 1 contaminated sample submitted for evaluation. The reported issues of shield missing and needle stick injury were confirmed upon inspection of the sample photos and sample. Analysis of the sample photos showed that the needle was exposed and not contained within the needle cap. The physical sample confirmed the findings of the photos. The sample was functionally tested, and the needle tip was properly encapsulated by the safety mechanism. The physical sample was returned without the cannula hub so further examination could not be performed. However, since the sample was returned in a used state, a manufacturing related root cause could not be determined. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10.